Event description:
It was reported that the patient developed an infection after the original implant of an artificial urinary sphincter (aus). The patient underwent surgical intervention to explant the aus. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cuff, pump and balloon did not identify any leaks. Functional testing of the device identified that all components performed within specifications. Infection was found to be listed in the device instructions for use (IFU). Based on all the available information, a conclusion code of known inherent risk of device was assigned for this investigation.

Event description:
It was reported that the patient developed an infection after the original implant of an artificial urinary sphincter (aus). The patient underwent surgical intervention to explant the aus. No additional patient complications were reported.

Manufacturer narrative:
Updated b5 describe event upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cuff, pump and balloon did not identify any leaks. Functional testing of the device identified that all components performed within specifications. Infection was found to be listed in the device instructions for use (IFU). Based on all the available information, a conclusion code of known inherent risk of device was assigned for this investigation.

Event description:
It was reported that the patient developed an infection after the original implant of an artificial urinary sphincter (aus). The patient underwent surgical intervention to explant the aus. At a later date, a new aus was implanted. No additional patient complications were reported.